Event description:
On or about (B)(6) 2009, the plaintiff was implanted with monarc sling to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that after, and as a result of the implanted mesh, the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and required additional surgery on or about (B)(6) 2011. It was also alleged that as a result of having the implanted mesh, the plaintiff has experienced significant mental and physical pain and suffering, and she has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.